Manufacturer narrative:
The reported product experience observed in the field was unable to be reproduced in the lab. A review of the logs found an ¿error 5 message¿ that corresponded to the reported product experience. Based on the information provided to abbott and the investigation performed, root cause of the field reported event could not be conclusively determined as no hardware abnormalities that would have resulted in the reported event were identified.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.